Event description:
It was reported that during the photoselective vaporization of the prostate procedure, when the procedure was started green light was observed in the outcore of the fiber line, but there was no effect on the tissue. No energy was emitted from the fiber tip while the physician was attempting vaporization. As a result, the fiber was replaced with a new one to complete the procedure. There were no patient complications.

Manufacturer narrative:
During a photoselective vaporization of the prostate procedure, green light was observed in the out core of the fiber when the procedure began, but no tissue effect occurred because no energy was emitted from the fiber tip while the physician attempted vaporization; the fiber was replaced and the procedure was completed without patient complications. The device was not returned; therefore, no product analysis could be performed, although the customer provided video confirmed the complaint and showed that the fiber was engaged. Review of the device history record confirmed the device met specifications prior to shipment and showed no manufacturing deviations. The risk documentation includes the event type break, and it is accounted for within the product risk analysis. Labeling review confirmed that the IFU warns that accumulation of tissue or debris on the laser fiber cap may cause overheating and lead to premature degradation or fiber failure. Prr results did not identify a probable cause. Without device return, the root cause could not be determined; therefore, the event is considered linked to the device but cannot be traced more specifically. No patient complications were reported, and no escalation is required.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, when the procedure was started green light was observed in the outcore of the fiber line, but there was no effect on the tissue. No energy was emitted from the fiber tip while the physician was attempting vaporization. As a result, the fiber was replaced with a new one to complete the procedure. There were no patient complications.